Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 7.5mg/ml at 1.0013mg via an implantable pump. It was reported that the patient had signs of infection. Redness, pain around incision site, chills and fever. The patient had a catheter revision with in the last month. [See manufacturer report number 3004209178-2023-04418]. The patient¿s wound did not heal correctly and now has an infection. The environmental, external or patient factors that may have led or contributed to the issue was the patient has history of mrsa and infections. The patient¿s physician informed the patient to come for removal of the devices. The physician wanted to explant the infusion system in hopes of implanting again in the next month or two. The patient¿s infusion system was explanted. It was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6)2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 06-feb-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.